Event description:
Pt was in the operating room for an anterior proctosigmoidectomy with mucosectomy and creation of loop ileostomy.per the operative report, a pi- 30 stapler was used across the rectum. The stapler was closed and confirmed location at the top of the anal canal by digital exam through the anus. The stapler was fired. The surgeon checked a second time that the stapler was fired by squeezing the handle again. Hemostasis was controlled. The stapler was released. The stapler stuck on the tissue and it was difficult to get it to reopen. The surgeon was eventually able to open the stapler, requiring force.upon doing so, it was noted that the rectal stump was open. Upon further inspection, the stump was widely open and the staples were present; however, they did not form a closed staple. These were purely staples in the shape of a u. The surgeon then had to complete a hand sewn anastomosis extending the length of the procedure.